Event description:
Healthcare professional reported "leak," "silicone laden lymph node," and "exchange from textured to smooth breast implants due to the patient¿s concern with the product" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: opening, weight to the spec, crease fold. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported "leak" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product" against left device. The device remains implanted.